Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had low blood glucose levels and have become unconscious. The customer states their levels have been as low as 50mg/dl. The customer's blood glucose level at the time of incident was unknown, but their most current level was 163mg/dl. The customer states they treated the low with soft drinks. The customer states they were assaulted and the pump was in pieces. The customer states the paramedics responded and took the customer to the hospital. The customer states their levels rose to 402mg/dl while at the hospital. Troubleshoot was conducted. The customer was advised to contact their healthcare provider regarding unexplained lows. The customer was advised to monitor the device and call back if issues persist.